Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient fell and hit the head on the implanted side. Afterwards, the patient reported a change in hearing performance and swelling was present. Re-implantation has been advised.

Manufacturer narrative:
Conclusion: according to the information received, damage to the stimulator housing caused by the reported external impact to the head, is likely the reason for the reported problem. However, to determine an exact root cause a device investigation of the explanted device is necessary. This is a final report.

Event description:
Patient fell and hit his head on the implanted side. Afterwards, the patient reported a change in hearing performance and swelling was present. The patient was re-implanted on (B)(6) 2016.. Information on the device explantation report indicated that the implant housing was damaged. Despite requested, the device has not been received at med-el headquarters for investigation.